Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a possible deterioration over time. This lead explant was complicated, it was separated leaving a few centimeters from the tip, and a part of it was left inside the body. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.